Manufacturer narrative:
Upon review by the investigation team, it was determined that a report was needed against the introducer. This is one of two related reports. This report will represent the introducer and another report was already submitted to represent the axillary insertion clamp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative an impella 5.5 was inserted via the right axillary artery via the abiomed provided introducer kit, to support the 73 year old male with acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. The underlying medical history was not shared. The surgeon placed the pump and felt that the graft lock clips were not tight enough and less tight than usual, which lead to blood loss/leaking around the sheath and graft. The team replaced the sheath with a new sheath and support proceeded. There was no noted harm from the product replacement. The team did note that all best practices for access were followed. The support was ongoing for over 5 days and then the team made decision to withdraw care. While on the support the 5.5 device functioned as intended at p-8 at 4.7l/min with d5w sodium bicarbonate in the purge solution. There was no allegation that the sheath leak contributed to the patient outcome. The death is being conservatively reported; however, based on the available information, the patient¿s death is not attributed to the event describe and is more likely attributable to the reported cardiomyopathy, presenting in scai stage e.